Event description:
It was reported that the lens was implanted and removed again (cut into pieces). Material is available. Trough follow-up we learned that the new lens implanted serial number is (B)(4). The reason for the explant was a refractive surprise and the lens location being too deep. Still visus is not as planned, cornea with full epithel and stroma.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: exact date is unknown, the issue occurred between the (B)(6) 2022 (implantation) and the (B)(6) 2022 (lens exchange). Telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.